Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2020-00812. It was reported that patient experienced shocking sensation near their ribs. X-rays were taken which showed that the left lead had migrated. As a result, surgical intervention was taken on (B)(6) 2020, wherein the left lead was repositioned to address the issue. Effective therapy was restored postoperatively. It is not known which lead had migrated, so both leads are being reported.